Manufacturer narrative:
Because the report was received via email, customer service responded with an email suggesting that the customer contact a lactation consultant for help with breast shield sizing or phone in to have her issue addressed. She was also provided with breast shield sizing information. On (B)(6) 2018, in response to contact by a complaint handler to get additional information, the customer further alleged that she experienced bruising at the base of her nipple, for which she was prescribed 800mg of ibuprofen and all-purpose nipple ointment. Though she indicated that she consulted with a lactation consultant, who determined that the 21 mm breast shield was too large and there are not smaller sizes, she accepted an offer for a medela lactation consultant to contact her. Multiple attempts to contact the customer by a medela clinician went unanswered, as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2018, the customer reported to medela (B)(4) via email that she was experiencing pain and lasting irritation while using the 21 mm breast shields with her sonata breast pump, because a lot of her areola was being pulled in.